Event description:
This is the same case and patient as MFR. Report # 3005099803-2011-02375. This report pertains to the second of two devices. It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was used during a sling procedure in (B)(6) 2008. The patient age was reported to be (B)(6). According to the complainant, the patient presented with mesh erosion in (B)(6) 2011. The patient had been treated for the erosion by a different physician before, however, the exact date and type of treatment are unknown. The implanting physician does not plan on providing any further medical intervention. The patient's current condition is unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional information become available, a supplemental report will be submitted.